Event description:
Contact reports a screw fracture was found at 6 weeks follow up x-ray, surgeon feels there's enough stability with the remaining screws. Surgeon has no plans to remove the screw that is broken because it is locked in place. As an event of this nature could result in the need for surgical intervention an MDR is being filed.